Event description:
It was reported, that two lead safety switches (lss) to the unipolar sensing configuration were noted. From this right atrial (ra) lead as a result of high, out-of-range pacing impedance measurements (3000 ohms). Boston scientific technical services (ts) was contacted for a device data review. And it was discussed that recent mode switch episodes could be the result of over-sensing following the lss to unipolar sensing. Ts provided thorough recommendations to assess the ra lead integrity, such as in-clinic provocative maneuvers and potential diagnostic imaging. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.